Event description:
It was reported that "patient presented with pain during and after activity; mechanical symptoms of clicking and a flexion contracture of 10 deg revised insert in 2009."

Manufacturer narrative:
Additional information has been requested, and if available it will be submitted in the supplemental report.